Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Subsequently, a malfunction alarm occurred and a cartridge alarm 20 occurred. Customer's blood glucose level was 163mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.